Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn stated the cause of the peritonitis was attributed to touch contamination by the patient. The patient was re-educated on proper pd technique. Furthermore, this patient is immunocompromised due to several disease processes which increases risk for infection. All dialysis treatments include risk of infection due to a decreased immune system and the potential of microbial contamination with dialysis techniques. Based on the available information and no evidence or allegation of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported through a customer experience survey that a a peritoneal dialysis (pd) patient had an infection with their pd catheter. No upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the infection was confirmed to be peritonitis, however the date of occurrence could not be provided. The pdrn was unable to provide information pertaining to the culture results or the patient¿s antibiotic therapy. The pdrn stated the patient is immunocompromised due to other disease processes in addition to end stage renal disease (esrd), which makes them more prone to infection. The patient eventually was required to have the pd catheter removed and transitioned to in-center hemodialysis (hd) for several months. A new pd catheter was placed presternally and the patient has been returned to pd therapy for at least 1.5 years. The pdrn attributed the peritonitis to touch contamination by the patient. The patient keeps extremely long fingernails and is reminded to cut them. The patient was re-educated on proper pd technique and has remained infection free since returning to pd therapy. No further information was available related to the peritonitis event.

Manufacturer narrative:
Correction: h10 (plant investigation), h6 (investigative conclusions) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported through a customer experience survey that a a peritoneal dialysis (pd) patient had an infection with their pd catheter. No upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), the infection was confirmed to be peritonitis, however the date of occurrence could not be provided. The pdrn was unable to provide information pertaining to the culture results or the patient¿s antibiotic therapy. The pdrn stated the patient is immunocompromised due to other disease processes in addition to end stage renal disease (esrd), which makes them more prone to infection. The patient eventually was required to have the pd catheter removed and transitioned to in-center hemodialysis (hd) for several months. A new pd catheter was placed parasternally and the patient has been returned to pd therapy for at least 1.5 years. The pdrn attributed the peritonitis to touch contamination by the patient. The patient keeps extremely long fingernails and is reminded to cut them. The patient was re-educated on proper pd technique and has remained infection free since returning to pd therapy. No further information was available related to the peritonitis event.